Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a discrepant antibody screening test of one patient sample on tango. In a first run a patient the sample showed a negative reaction on tango. In a second run this patient sample was used as negative control on tango. In the second run the patient sample yielded a positive reaction with cell #1 and #2 of biotestcell 3. The customer sent this sample to an external laboratory for antibody identification. The external laboratory identified an anti-d plus anti-kp(a). The patient sample that had caused false negatives during the first tango run was sent to us for quality control but none of the supposedly defective product was returned. Our quality control laboratory tested the patient sample with the retained sample of biotestcell 3 on tango. The sample reacted correctly positive with cell #1 and #2 of biotestcell 3. Furthermore the sample was tested with biotestcell-i11. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The camera values provided with this complaint show a camera values that are out of range. Our field service will follow-up this lead.